Event description:
The technician reported the right side rail will not stay in the latched position. The stretcher was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found the right side rail was missing the shoulder screw on the latch. The most likely cause is due to normal wear and tear or transport damage. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. The technician replaced the right side rail shoulder screw to resolve the issue. Based on this info, no further action is required.